Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.